Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a broken keypad. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and found the keypad to be damaged. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The broken keypad was verified. The keypad was replaced. Should additional relevant information become available, a supplemental report will be submitted.